Event description:
The customer reported a false negative result with the ID now covid-19 assay performed on (B)(6) 2022. Repeat testing was performed with three unknown rapid antigen tests on unknown dates that generated false negative results. An additional test with the ID now covid-19 assay was performed on (B)(6) 2022 and generated positive results. The customer stated the patient was symptomatic. No additional information, including patient treatment and outcome, was provided.

Manufacturer narrative:
This report is being filed on an international product, list number 191-000 that has a similar product distributed in the us, list number 190-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.